Event description:
It was reported that the connector was broken. The external pulse generator (epg) was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the ventricular connector was cracked. It was also noted that the battery drawer was cracked, the upper and lower cases were cracked, all attachments were missing, the cover attachments were cracked and the battery contacts were visibly contaminated. (B)(4).